Manufacturer narrative:
Device evaluated by MFR.: upon device return and inspection, it was observed that the strain relief was detached from the luer. Microscopic analysis of the catheter was performed and with the help of an ultraviolet (uv) light, separation between the strain relief/luer could be seen. The reported flushing difficulty was confirmed.

Event description:
Reportable based on returned device analysis completed on 04 november 2025. It was reported that during preparation for a pulse field ablation (pfa) procedure, a farawave catheter was selected for use. It was not possible to flush the catheter. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter was returned for analysis. However, analysis of the returned device revealed detachment of the flush port, likely contributing to the flushing difficulties reported.